Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the device failed to power on. There was no adverse pt consequence.